Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported white rubber tube became detached and could not be used during surgery. The surgery was completed after replacing the product with another one. The involved eye and the patient identifier are not available. There was no patient impact.

Manufacturer narrative:
Corrected information provided in b.2., h.2., h11. Based on information received following submission of the initial report, it was confirmed that white rubber tube became detached is referring to auto infusion valve which does not to be considered as a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num.1644019-2025-01987.